Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user reported device contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the reported event could not be confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide to provide the results of the final investigation and additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d4; d8; d9; g4; h2; h3; h4; h6 and h11. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: suction biopsy channel, air-water channel, flushings and brushings. Cfu: no growth bacterial identification: n/a based on the results of the investigation, a root cause could not be determined. Since the customer refused to conduct culture test on the device by olympus, the result of culture test is not available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.